Event description:
It was reported that vessel perforation occurred. The 90% stenosed, 2.75mm bifurcated lesion was located in the mildly tortuous and severely calcified left main trunk (lmt) to the first diagonal of left anterior descending artery (lad). An intra-aortic balloon pump (iabp) was placed during the procedure. A 325cm rotawire was advanced into the first diagonal of lad and ablation was performed with a 1.25mm rotalink¿ plus at 200,000rpm at 15 seconds per ablation and the rotational speed decreased about 5,000 rpm but the burr and the rotawire were unable to pass through the lesion. The burr was moved back and forth and was not inserted to the spring tip of the rotawire. The 325cm rotawire and 1.25mm rotalink¿ plus were then exchanged to a rotawire¿ extra support and 1.75mm rotalink¿ plus and ablation was performed. After 3rd ablation, it was noted that vessel perforation occurred. A plain old balloon angioplasty (poba) was performed using a 2.0mm balloon catheter and a non-bsc stent was implanted to treat the perforation; however, bleeding was noted for about 20 minutes. Another stent was implanted at the lmt and post dilated using a 2.0mm balloon catheter and the procedure was completed. The following day, iabp was removed and the patient was discharged. No further patient complications were reported and the patient's status was fine. The physician indicated that the 1.75mm rotalink¿ plus was too big for the 2.75mm vessel diameter which caused the vessel perforation.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).